Event description:
It was reported that suture placement with proglide devices were attempted in the right common femoral artery (rcfa) and the left common femoral artery (lcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomies were 6f. Reportedly, a needle to cuff miss occurred with three proglide devices in the lcfa and with four proglide devices in the rcfa. The sutures of two additional proglide devices were successfully pre-placed in both access sites. The sheath was upsized to 12f in the lcfa and 18f in the rcfa for the aaa procedure. When the aaa procedure was completed, the successfully pre-placed proglide sutures achieved hemostasis in both groins. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other six proglde devices referenced are being filed under separate medwatch MFR numbers.